Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that their pacemaker exhibited an overestimation of battery life issue. No intervention took place at the time and the patient would continue to be monitored. There were no patient consequences.